Event description:
Customer reported a no delivery alarm on the insulin pump. Customer was assisted in clearing the alarm and advised to run a fixed prime and change the infusion set. Customer declined troubleshooting. The blood glucose reading was 490 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.